Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR was reviewed and there were not any qns or other events that could be related to this complaint. 7pcs retention samples were checked on IV point and needle puncture, all results meet product specification. H3 other text : see h10.

Event description:
It was reported that the bd micro-fine¿+ pen needle was difficult to pull out after the injection and left the injection site red and swollen. As a result, erythromycin was applied to skin. The following information was provided by the initial reporter, translated from chinese: "the patient performed routine insulin injections. During the process, it was found that the needle was difficult to pull out after the injection. After the needle was pulled out, the wound showed red and swollen with itching. After disinfecting the patient's wound, erythromycin was applied externally to prevent further infection of the wound. The patient replaced it with a new needle, and the patient was told to observe the condition of the needle before using it, to avoid direct contact of the needle with hard objects, and to ensure that the needle and pen can be used together, then the symptoms improved.".

Event description:
It was reported that the bd micro-fine¿+ pen needle was difficult to pull out after the injection and left the injection site red and swollen. As a result, erythromycin was applied to skin. The following information was provided by the initial reporter, translated from chinese: "the patient performed routine insulin injections. During the process, it was found that the needle was difficult to pull out after the injection. After the needle was pulled out, the wound showed red and swollen with itching. After disinfecting the patient's wound, erythromycin was applied externally to prevent further infection of the wound. The patient replaced it with a new needle, and the patient was told to observe the condition of the needle before using it, to avoid direct contact of the needle with hard objects, and to ensure that the needle and pen can be used together, then the symptoms improved."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.